Event description:
It was reported that during an unknown procedure, the clips were scissoring. They were not forming properly. Three devices were used in the same procedure. A fourth device was used to complete the procedure. There was no patient impact. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.